Manufacturer narrative:
The microtip is in the process of being returned for evaluation. It arrived for decontamination on (B)(6) 2017 and will be sent to the manufacturer once decontamination is complete. A supplemental MDR will be filed. The facility refused to provide any information regarding the patient (patient identification information).

Event description:
Per the information provided, during the procedure the nose cone fractured. There was no harm or injury to the patient caused by the failure.

Manufacturer narrative:
The microtip was received for evaluation. Visual evaluation found that it was damaged at the nose cone. Side load pressure, by the user, and friction build up caused the polycarbonate case nose to melt and crack. In addition the needle was received bent. All polycarbonate material was present. Functional testing could not be conducted as the microtip tubing had been cut separating it from the cassette. The failure is attributed to improper technique.

Event description:
Per the information provided, during the procedure the nose cone fractured. There was no harm or injury to the patient caused by the failure.